Manufacturer narrative:
(B)(4). The affected warmer head of the iw910jeu infant warmer is still en route to fisher & paykel healthcare for inspection. We will submit our findings in a follow-up report following receipt of the device and completion of our root cause analysis.

Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's regional office in (B)(4) that the top of the warmer head of an iw910jeu mobile infant warmer was 'cracking around its edges.' No patient consequence was reported.